Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported while on impella cp support, the patient experienced some oozing from their groin. Heparin was withdrawn temporarily and the patient was repositioned to manage the condition. During planned explant the following day, a clot was discovered at the site. Forceps were utilized to remove the clot and manual pressure was held at the site to achieve hemostasis. The impella was successfully weaned and the impella was explanted. The patient survived the explant.

Manufacturer narrative:
The investigation into thrombus and access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding was most likely anticoagulation management since groin oozing ceased with heparin stoppage. The root cause of the thrombus could not be determined since the product was not returned and insufficient clinical details were provided.